Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a fall ¿back in (B)(6) 2018¿ and just got out of a back brace. The patient had an MRI and it was noted that the leads were broken. No further complications were reported/anticipated.